Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up one week post implant the patient experienced intermittent loss of capture on the his bundle right ventricular (rv) lead in both bipolar and unipolar configurations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.